Event description:
I'm not sure if I can trust any test I'm taking. I used three different types of test that all came back positive when I went to work and was tested there twice it came back negative I do have all the symptoms of when I had covid a year ago this is concerning to me not knowing what I can rely on. Covid testing.